Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1588rt batch 14972549 was received for evaluation. Visual evaluation found that the suture loop system was broken. Damage was observed to the button. Functional testing doesn't apply to this device. The most likely cause of the event is user error. Excessive force on the shortening suture strands may break them and impair the ability to seat the implant fully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via email that an ar-1588rt acl tightrope rt broke when the surgeon attempted to fixate the steel plate. This was discovered during an anterior fork ligament reconstruction procedure on (B)(6) 2023. The case was completed by removing all broken fragments and using a new ar-1588rt acl tightrope rt. Additional information was received on (B)(6) 2023: the case was delayed nearly fifteen minutes, but no additional anesthesia was needed. The patient suffered no negative effects on or after the procedure.